Manufacturer narrative:
H2) additional information: d4 (UDI #), e1 (facility name, street 1, city, region, country, postal code, fax number, phone number), h4 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicated that during a simulated exercise on the task simulator, the surgeon console had incorrect movements with the left input arm, along with tension in the handles and noise. The left input arm was replaced and tested to function properly. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during an exercise with the simulator, there was incorrect behavior of the input arms in the surgeon console, including counter tension felt in the handles and a squeaking noise during a wide rotational movement of the left input arm. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during an exercise with the simulator, there was incorrect behavior of the input arms in the surgeon console (sc), including counter tension felt in the handles and a squeaking noise during a wide rotational movement of the left input arm. There was no patient involvement.